Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he developed a rash while using 63b electrodes. He stated that he changed them every day and rotated the position on his skin. He did do the time test, states that the 63b electrodes was just as bad as the 72r electrodes. Update 4/12: the patient spoke to his doctor/surgeon who told him not to use anything until his skin is clear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D3: manufacturer updated. G1: contact office updated . G3: date received by manufacturer added . G6: type of report . H2: follow up type . H3: device evaluated by manufacturer updated to yes. H6: impact code added 4648 - insufficient information. H6: component codes added 451 - electrode. H6: clinical code added 4545 - skin inflammation/ irritation. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4119 ¿ insufficient information available . H6: investigation findings code added to 3221: no findings available . H6: investigation conclusions added to 4315 - cause not established. H10: additional narratives/data . The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the patient that he developed a rash while using 63b electrodes. He stated that he changed them every day and rotated the position on his skin. He did do the time test, states that the 63b electrodes was just as bad as the 72r electrodes. Update 4/12: the patient spoke to his doctor/surgeon who told him not to use anything until his skin is clear.